Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s right-side ins was removed due to infection, and the extension and the lead on the right remained implanted. The remaining extension was cut above the infection. Once the infection was resolved they would re-implant another sc and the left system was still intact and functioning. There were no further complications reported.